Event description:
It was reported that a thrombus was found. The patient experienced a tia during the implant procedure, although symptoms passed after 1 hour. The next day, echo revealed the thrombus. Heparin made the thrombus bigger. The physician opened the chest, cut the atrium wall, cut the lead, and explanted the lead with thrombus.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.